Event description:
It was reported that the patient presented with diaphragmatic stimulation, elevated right ventricular (rv) lead thresholds and rv lead polarity switch. The rv lead was reprogrammed and will be monitored. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.

Event description:
It was also reported that the rv lead had no capture in the unipolar configuration.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457445 implantable pacing lead (B)(6) 2013; sedr01 implantable pacemaker (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).